Event description:
This involves a patient who sustained a hip fracture and was undergoing insertion of a gamma nail. As the gamma nail package was being opened an inspection revealed the inner packaging had a hole in it. The hole did not appear to be caused by a puncture by the gamma nail or related to mishandling of the packaging.====================== health professional's impression======================there was a hole in the packaging which rendered the gamma nail unsterile.